Event description:
It was reported that during insertion, when the catheter was threaded over the guide wire, the catheter became bent. As a result, the catheter was replaced. The customer returned a sample for evaluation and the guide wire was observed to be kinked instead of the catheter. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer returned one guide wire with four severe kinks along its length. The guide wire was found to be intact and within dimensional specifications. A review of manufacturing records did not yield any relevant findings. Based on the condition of the guide wire and the report that it occurred during use, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
Qn#(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. This report is for the first in a series of two consecutive product issues with the same patient. The second has been reported under MDR# 9680794-2015-00092.